Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment, article titled: "endovascular suture versus cutdown for endovascular aneurysm repair: a prospective randomized pilot study.

Manufacturer narrative:
The location of the devices is unknown. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Attachment, article titled: "endovascular suture versus cutdown for endovascular aneurysm repair: a prospective randomized pilot study." [(B)(4)].

Event description:
It was reported through a research article identifying prostar devices that may be related to the following device issues: deflection of needles, failure to grasp the artery wall, tear in the vessel. Obesity, calcified femoral arteries, scarred groin, and kinking of both iliac arteries and aorta were main risk factors for failure of device to close the arteriotomy. These device issues may be related to the following patient issues: manual compression, conversion to an open groin incision, temporary hemostasis with balloon catheter, second device used, decreased hemoglobin, hematocrit and surgical thrombectomy. Details are listed in the article, titled "endovascular suture versus cutdown for endovascular aneurysm repair: a prospective randomized pilot study".